Event description:
The technician alleged the brake caster locks but is not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster support and brake caster to resolve the issue.